Event description:
A surgeon reports that, following cataract surgery, a pt is complaining of visual disturbances. The pt describes these as halos, diffused light, and semi-circle lines in the periphery of the vision. The surgeon is considering a lens exchange if symptoms do not improve. Additional info provided by the surgeon states that small folding marks were noted on the intraocular lens. The pt also had mild postoperative iritis that required topical treatment.